Event description:
It was reported by the customer, patient came to treatment room for routine chemotherapy via portacath vad. Ortacath was accessed with 0.75inch 20 gauge needle. There was good blood return and the line was flushing easily. There was leakage of saline from the needle on flushing. Reviewed by charge nurse and needle removed. Vad re-needling with no issues following incident. There was no patient impact and no exposure of blood or fluids to the healthcare professional.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking needle housing was confirmed, and the cause was determined to be supplier related. The product returned for evaluation was one 20 ga x 0.75 in. Miniloc infusion set. The investigation findings were consistent with improper or insufficient adhesive application or curing during manufacture of the component at the bard supplier. The returned product sample was evaluated, and a leak was observed at the needle housing. This investigation concluded that the adhesive had not established a sufficient bond between the extension tubing and the needle shaft, and the characteristics observed which supported this type of failure included: ¿ excessive adhesive was seen outside the adhesive wells on the needle housing which indicated poor adhesive penetration ¿ the needle swiveled easily within the needle housing which indicated a firm bond did not exist ¿ the needle was removed from the housing with little effort ¿ voids or gaps in adhesive coverage were observed on the needle shaft this failure was determined to be related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.